Event description:
Md at the bedside to insert aline catheter prior to pt going to operating room. At first attempt, md was able to access femoral artery but upon insertion of femoral arterial catheter, catheter became severed from the hub. Md able to retrieve catheter from femoral vein. On second attempt, catheter again became severed from hub of femoral catheter on insertion into arterial vein. Only this time there was some difficulty in retrieving catheter.